Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a power system error. The customer blood glucose level was unknown at the time of the incident. The customer reported reoccurring error with four hours. The customer did troubleshoot the issue previously. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error and low battery alert. The power management tool confirmed power error and low battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.